Event description:
It was reported that the dual mobility ring for the liner was stuck in the shell. It had to be removed with other instruments. The procedure was completed with a different shell and liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00034 the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: unk hard bearing inserter ring. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while inserting the liner, the hard bearing inserter ring instrument became stuck. It had to be pried out with other instruments. The procedure was completed with a different shell and liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.